Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The pd patient reported receiving m31 air detected in cassette warning messages during an unknown phase and cycle of treatment. Patient treatment records showed the patient completed treatment up until fill 4 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler door. The patient was advised to leave the cycler door open and air dry for 24 hours. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated treatment was cancelled following the warning message and upon opening the cassette door the fluid leak was observed from the cassette door of their cycler during step 9 of their pd end treatment. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The pd patient reported receiving m31 air detected in cassette warning messages during an unknown phase and cycle of treatment. Patient treatment records showed the patient completed treatment up until fill 4 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler door. The patient was advised to leave the cycler door open and air dry for 24 hours. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated treatment was cancelled following the warning message and upon opening the cassette door the fluid leak was observed from the cassette door of their cycler during step 9 of their pd end treatment. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The pd patient reported receiving m31 air detected in cassette warning messages during an unknown phase and cycle of treatment. Patient treatment records showed the patient completed treatment up until fill 4 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler door. The patient was advised to leave the cycler door open and air dry for 24 hours. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated treatment was cancelled following the warning message and upon opening the cassette door the fluid leak was observed from the cassette door of their cycler during step 9 of their pd end treatment. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.